Event description:
Nurse called into rm by pt's wife stating "the machine is dripping". Nurse to find pump dripping. Open pump-tubing cut by white clamp that is placed within pump. Reported to charge nurse, tubing changed and incident report written. The IV set was not saved. There was no noted pt problem.